Manufacturer narrative:
The e411 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys testosterone ii assay (testosterone ii) on a cobas e 411 analyzer (disk system). The initial result was 11.6 nmol/l. The repeat result was 1.2 nmol/l. The sample was repeated at another site by an unspecified method, and the low result was confirmed. The actual result was not provided.

Manufacturer narrative:
Sections a2 and a3 were updated. Sections b6 and b7 were updated. Calibration was acceptable. Intermittent high qc results were received. The customer uses third-party qc; this material is used for monitoring purposes, but not for accuracy control. The system cannot be appropriately assessed as ready for patient testing without manufacturer set target values. No instrument maintenance issues were identified. The measuring cell was replaced, however, this did not resolve the qc issues. High results for both qc and patient results suggest the possibility of contamination within the laboratory. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.